Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems (occipital and cervical). It was reported the patient experienced an uncomfortable sensation in the right facial cheek area with cervical stimulation turned on. As such, reprogramming did not resolve the issue. Consequently, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the lead was explanted and replaced with a new model.

Event description:
Follow-up revealed postoperative programming was successful and resolved the issue.